Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported experiencing intermittent boot-up issues. There was no pt injury or death reported.